Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) of 770 mg/dl and large ketone levels. Customer was treated with intravenous insulin and potassium, and was released from the ICU on (B)(6) 2019. Upon being released, the customer¿s health care provider alleged potential liver and gall bladder issues. Reportedly, the customer did not bolus for food consumed, and did not adequately treat for blood glucose levels. Tandem technical support reviewed the pump logs and determined that the pump was operating as intended.